Event description:
Discordant bun and creatinine results were obtained on an advia 1800 for 1 pt. The results were reported to the physician. The pt sample was repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant bun and creatinine results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse found no system error and could not duplicate the problem. Based on the info provided, no conclusion can be drawn as to what may have caused the problem. The instrument is performing within specifications. The system was determined to be operational and no further evaluation of the device is required.